Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The customer reported complaint of orange sheath was cracked and peeling was not confirmed or replicated by engineering. The instrument tube extension had no signs of cracking and peeling. Visual inspection showed it was broken and missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The evidence was inconclusive, but the tube extension was likely broke due to excessive side loading or other mishandling. Engineering also observed that the distal end of the main tube had a small scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the main tube was damaged , which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing the da vinci si monopolar curved scissors (mcs) instrument orange sheath was noted to be cracked and peeling. No patient harm, adverse outcome or injury was reported.